Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, there was a failure of the ratcheting mechanism and possible misalignment of the upper assembly, when the top is lowered it makes contact with side housing. There was no patient impact. It was unknown if there was a surgical delay. Due diligence is complete, no further information is available.